Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that after a lead revision, the patient experienced severe pain post-operatively. Subsequently, the physician explanted the device and decided to implant a paddle lead in the future. The patient is doing well after the surgery.